Event description:
Info received indicates the foot end casters continue to swivel when in brake.

Manufacturer narrative:
The technician replaced the casters and the casters supports to repair the bed.